Event description:
Boston scientific/target was notified that the coil was being placed as the third coil in the rt. With approximately one third of the coil in the aneurysm, a loop was noted to have gone into the a2 portion of the rt. The physician began to withdraw the coil, but the coil remained stationary. The device had at no time been connected to the power supply and was maneuvered only minimally. There was never more than one half out of the catheter tip, then the patient lost flow in the a2 segment and it was decided that the least traumatic option was to push the rest of the device into the aneurysm, as the catheter tip was secure. The remainder of the device was deployed using the pusher wire as the tip of the catheter was not visible in the coil ball and the marker on the coil pusher required for final coil placement. Following deployment of the coil a subsequent angiogram showed no flow in the right a2 and no cross flow from the left side. Following some debate, a second aneurysm (rt. Mca) was coiled in order to allow triple h therapy and anticoagulation in itu. Some collateral filling of the rt. A2 was seen 45 minutes later. Prior to endovascualr treatment the patient was in good grade. Information regarding the current patient's status has been requested through a company representative.